Event description:
Customer reports system is having grainy images. Discussion with operating technician showed extremely grainy image occurred during a procedure. Pt was not overly large and image reacted as if shot was through very large pt. Also, when swapped image from left screen to right, right image went dark to point of barely readable. No pt injury was reported.

Manufacturer narrative:
The service rep was unable to duplicate problem. The resolution was 2.1 on line pair tool and should be min 2.3. Adjusted resolution to >2.5 and verified resolution met or exceeded spec in normal, mag 1 and mag 2 modes. Performed repeated shots of line pair tool through 1/8" lead plate untill x-ray tube was at 80% of heat capacity. Unable to duplicate image issues.